Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that it was found that the stepping motor in the inlet valve detached from the base plate after implantation. It was reported that since the patient's condition was stable a revision was not performed.